Event description:
Boston scientific received information that this patient was seen in the hospital for dialysis during which time there was noise present on all three channels which caused pacing inhibition for an undetermined amount of time, as well as anti tachy pacing (atp). The cause was believed to be device interaction with the surrounding hospital equipment. The device and leads remain implanted. To date, there have been no additional adverse effects reported.

Manufacturer narrative:
At this time the product remains in service. If additional information becomes available this report will be updated as necessary.